Event description:
Customer reported the following via e-mail: "ohrr (open heart recovery room) (B)(6) 2012 - pump drip rate observed by nursing to be dripping paster than the pump was set. We were unable to duplicate and sent the unit to (B)(4) who was also unable to duplicate. Ohrr was also having problems at that time with the way anesthesia was setting up the pump tubing." There is some suspicion that this reported event is related to an IV manifold tubing set that was used by anesthesia. There was no report of pt harm or medical intervention. Although requested, no further pt or event info has been provided. Note: the exact address for the initial reporter is unk as it was not provided. The address is a known address within the hosp system.

Manufacturer narrative:
MFR's report date: 06/06/2012. (B)(4). The customer has indicated that the unit has been sent to (B)(4) and that the over infusion could not be duplicated. All affected equipment has been requested for eval by carefusion but it is unk if the product will be returned. A f/u report will be submitted should we received the device for eval or if add'l relevant info is obtained.